Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began 4-5 days prior to contacting lifescan. The patient reported obtaining blood glucose readings of ¿500+ and 600+mg/dl¿ on the subject meter. The patient manages their diabetes with insulin with no adjustments. The patient stated that they consumed more food/drink when their readings were high and consumed less when their readings were low. The patient reported developing symptoms of ¿shaky and swollen feet¿ sometime before the alleged issue began. The patient reported treating these symptoms with ¿water pills¿ on (B)(6). The patient denied testing on any other device at this time. At the time of troubleshooting the cca determined that the patient was using the incorrect cal code. The alleged issue was resolved with training. Replacement products were still sent to the patient. This complaint is being reported because, the patient may have suffered a serious injury while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.